Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 31g x 5mm benelux medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: some microfine 5 pen needles do not let insulin through. Client first checks the needle before injecting with 2-10 units of insulin coming out. Every other day there is a needle where no insulin comes out.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 31g x 5mm benelux medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: some microfine 5 pen needles do not let insulin through. Client first checks the needle before injecting with 2-10 units of insulin coming out. Every other day there is a needle where no insulin comes out.